Manufacturer narrative:
21-aug-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the cotton fibers had shed upon removal of the tampon. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the cotton fibers had shed upon removal of the tampon. No injury was reported.